Manufacturer narrative:
Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the (B)(6) (short term, cap, or long term) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device ¿ 1 year and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted due to lvad low flow alarms. The patient¿s lactate dehydrogenase (ldh) was elevated upon admission. It was suspected that there was a clot in the pump. The patient was taking the anticoagulant aspirin at the time of the event. Lvad speed was increased from 5300 rpm to 5600 rpm. Per technical service¿s review of the log file, this increase in speed did not appear to have had much effect on the lvad flow. It was observed within the log file that the flow began trending downward on (B)(6) 2018. The patient¿s central venous pressure (cvp) was 26 mmhg. An echocardiogram (echo) was completed; results were not provided. The patient was started on dobutamine, epinephrine (epi) and nitrous oxide (no). Reportedly the vad sounded like it was working hard. The patient was provided 2 doses of tissue plasminogen activator (tpa). The low flow alarm was reported as continuous. A clot in the proximal outflow cannula and possible 180 degree twist in the outflow graft was noted on CT scan. The filling defect in the proximal outflow cannula, consistent with thrombosis, resulted in approximately 50% focal stenosis. Diffuse pulmonary parenchymal heterogeneity resulting from either pulmonary edema in the setting of cardiomegaly with low cardiac output or small airways inflammation was also observed. On (B)(6) 2018, tpa dose number 5 was provided to the patient. The patient was taken to the operating room on (B)(6) 2018 for exploration and surgical outflow correction. A subcostal incision was made over the outflow graft and the bend relief was disengaged. The outflow graft was found to be twisted counter clockwise. After the outflow graft was untwisted, lvad flows and the patient¿s overall condition improved. No additional information was provided.

Manufacturer narrative:
Abbott has decided to initiate a voluntary field action for all lot numbers of heartmate iii distributed since september 2014. Internal investigation performed by abbott has determined there is a potential for an outflow graft occlusion due to twisting. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification determined that bend relief rotation is inconsistently translated to the outflow graft hardware. A risk/benefit analysis was performed and it was determined that despite the potential for an outflow graft occlusion due to twisting, the associated residual risks are low and are considered acceptable. As a corrective action, consignees have been notified of the potential occlusion due to twisting. Additionally, abbott will continue to trend complaints related to this event based on original event description and/or results of product evaluation.

Event description:
Additional information: it was reported that on (B)(6) 2018 the patient developed post-operative anemia following the surgical procedure on (B)(6) 2018 to repair the outflow graft. The patient¿s hemoglobin & hematocrit (h&) remained low following the surgery. On (B)(6) 2018 the patient was transfused 1 unit packed red blood cells (prbcs) with an h&h of 7.0 g/dl and 22.4% respectively. The patient developed a transfusion reaction. H&h the following day was 6.9 g/dl and 21.9%. On (B)(6) 2018 the patient received 1 unit prbcs. The following day h&h was 7.6 g/dl and 24.5%. No signs of bleeding were noted and the anemia reportedly resolved on (B)(6) 2018. The patient was on the anticoagulants aspirin, warfarin, and heparin at the time of the event.